Event description:
It was reported that the 9800 system had damaged power cord. Also damaged locking handles and intermittent touch screen error. Not pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord, lock handle, touch screen panel, and power control board were replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.